Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure that the erbe's bipolar energy was not working. The caller switched arms, instruments, and energy cords, but the issue remained. The site also hard power cycled the vision side cart (vsc), and power cycled the erbe generator, but that did not resolve the issue. The erbe was intermittently showing a red question mark. The caller confirmed that a brand new energy cord was being used. The surgeon converted to a traditional laparoscopic surgery to finish the procedure. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a well-known system and was unable to adjust settings on bipolar coagulation function. The probable root cause could be attributed to electrical or mechanical damages possible caused by a defective generator.

Event description:
Refer to h11 for follow-up information.